Event description:
In 2004, the pt contacted lifescan and reported that her one touch ultra meter kept reading the error 2 message. During troubleshooting, it was verified that her testing technique was correct and that the condition of the test strips was good. She was asked to test during the call, but the error 2 appeared again, and the issue persisted. She was not experiencing any symptoms at the time of concern. She had visited a medical clinic for assistance, but they were unable to resolve the issue. She was not given any treatment. Based on the info provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the product. This case is reported as a meter malfunction since the error 2 issue was not resolved with troubleshooting. Replacement meter, test strip, and control solution were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.